Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was diagnosed with severe carotid artery stenosis and underwent carotid artery protégé rx stent implantation. The chief surgeon inserted the guidewire into the stent catheter and felt a blockage. The chief surgeon found resistance when deploying the stent, and angiography found that the proximal end of the stent was deformed/kinked and could not be used. The chief surgeon immediately withdrew the stent. The deformed part of the stent damaged the patient's blood vessel, causing bleeding at the puncture site. The puncture site was immediately pressed. A replacement protégé rx stent was used and the surgery was successfully completed.